Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not remove an air bubble from one of her reservoirs. The patient's blood glucose was in the 300 mg/dl throughout that entire day. Troubleshooting did not occur. The reservoir was not returned for analysis.